Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy in the latter part of 2015. The patient had been very neglectful of the implant and it wasn't working anymore. The patient did not feel any stimulation sensation and the therapy was turned on. The patient wore a pad all the time and could not really control it. The patient changed pads maybe 3 to 4 times a day. The device was no longer helping the patient's symptoms. The patient had fallen a few times and this could be related to the issue. The patient forgot how to use the patient programmer. The patient increased the amplitude and felt stimulation in the correct area at 7.4v. The patient would contact their health care provider's (hcp's) office regarding the loss of therapy and to discuss therapy settings. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.